Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and lichen sclerosus ("auto immune disorder type of disorder: lichen sclerosis") in an adult female patient who had essure (batch no. D19661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (pregnancy # 1: 2010, spontaneous abortion. Pregnancy # 2: 2010, 40 weeks, male, 6.101bs, nvd. Pregnancy # 3 current), parity 1, miscarriage, ama positive, obesity and irregular periods. On (B)(6)2016: essure confirmation test. Result: essure tubal occlusion. Previously administered products included for an unreported indication: paragard from 2011 to (B)(6)2015. Concurrent conditions included pressure in vagina, cystocele, rectocele, perineal pain and chronic pain. Concomitant products included clobetasol since (B)(6)2016. On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and lichen sclerosus (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("left and right sides of my abdomen"). The patient was treated with metoclopramide (reglan), oxycodone hydrochloride;paracetamol (percocet) and surgery (surgery to remove the essure implant,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, lichen sclerosus and abdominal pain was resolving. The reporter considered abdominal pain, lichen sclerosus and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. At the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2015: total bilateral occlusion; on (B)(6)2016: tubal occlusion from essure. (Per mr).. Pathology test - on (B)(6)2016: gross description a. . The longer fallopian lube has multiple peritubular cysts up to 0.2 cm, and is inked black. Sections of each fallopian tube at the non fimbriated end reveal tan rubbery fibrotic surfaces and within each lumen is a silver-colored essure coil, each 1.8 x 0.1 cm.. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, lichen sclerosis. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet and medical record received. Event left and right sides of my abdomen pain was added. Pt was updated for the event autoimmune disorder to autoimmune disorder type of disorder: lichen sclerosis. Event outcome was updated for the event: pain and lichen sclerosis. Lot no. Was added. Concomitant and historical conditions were added. Concomitant and treatment drugs were added. Historical drug was added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and lichen sclerosus ('auto immune disorder type of disorder: lichen sclerosis') in an adult female patient who had essure (batch no. D19661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (pregnancy # 1: 2010, spontaneous abortion. Pregnancy # 2: 2010, 40 weeks, male, 6.10lbs, nvd pregnancy # 3 current), parity 1, miscarriage, ama positive, obesity and irregular periods. On (B)(6) 2016: essure confirmation test. Result: essure tubal occlusion. Previously administered products included for an unreported indication: paragard from 2011 to may 2015. Concurrent conditions included pressure in vagina, cystocele, rectocele, perineal pain and chronic pain. Concomitant products included clobetasol since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and lichen sclerosus (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("left and right sides of my abdomen"), nausea ("nausea"), anxiety ("anxious"), discomfort ("uncomfortable"), female reproductive tract disorder ("clitoral hood is nearly completely fused") and ear infection ("chronic ear infection"). The patient was treated with metoclopramide (reglan), oxycodone hydrochloride;paracetamol (percocet) and surgery (surgery to remove the essure implant,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, lichen sclerosus and abdominal pain was resolving and the nausea, anxiety, discomfort, female reproductive tract disorder and ear infection outcome was unknown. The reporter considered abdominal pain, anxiety, discomfort, ear infection, female reproductive tract disorder, lichen sclerosus, nausea and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. At the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2016: gross description. A. The longer fallopian lube has multiple peritubular cysts up to 0.2 cm, and is inked black. Sections of each fallopian tube at the non fimbriated end reveal tan rubbery fibrotic surfaces and within each lumen is a silver-colored essure coil, each 1.8 x 0.1 cm. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, lichen sclerosis. Concerning the injuries reported in this case, the following one was described in patient¿s social media: anxiety and nausea, uncomfortable, clitoral hood is nearly completely fused, chronic ear infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Events: uncomfortable, clitoral hood is nearly completely fused, chronic ear infection were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and lichen sclerosus ("auto immune disorder type of disorder: lichen sclerosis") in an adult female patient who had essure (batch no. D19661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (pregnancy # 1: 2010, spontaneous abortion. Pregnancy # 2: 2010, 40 weeks, male, 6.101bs, nvd pregnancy # 3 current), parity 1, miscarriage, ama positive, obesity and irregular periods. On (B)(6) 2016: essure confirmation test. Result: essure tubal occlusion. Previously administered products included for an unreported indication: paragard from 2011 to may 2015. Concurrent conditions included pressure in vagina, cystocele, rectocele, perineal pain and chronic pain. Concomitant products included clobetasol since august 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and lichen sclerosus (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("left and right sides of my abdomen"). The patient was treated with metoclopramide (reglan), oxycodone hydrochloride;paracetamol (percocet) and surgery (surgery to remove the essure implant,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, lichen sclerosus and abdominal pain was resolving. The reporter considered abdominal pain, lichen sclerosus and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. At the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2016: gross description. A. . The longer fallopian lube has multiple peritubular cysts up to 0.2 cm, and is inked black. Sections of each fallopian tube at the non fimbriated end reveal tan rubbery fibrotic surfaces and within each lumen is a silver-colored essure coil, each 1.8 x 0.1 cm. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, lichen sclerosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of product technical complaint incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and lichen sclerosus ('auto immune disorder type of disorder: lichen sclerosis') in an adult female patient who had essure (batch no. D19661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (pregnancy # 1: 2010, spontaneous abortion. Pregnancy # 2: 2010, 40 weeks, male, 6.101bs, nvd pregnancy # 3 current), parity 1, miscarriage, ama positive, obesity and irregular periods. On (B)(6) 2016: essure confirmation test. Result: essure tubal occlusion. Previously administered products included for an unreported indication: paragard from 2011 to may 2015. Concurrent conditions included pressure in vagina, cystocele, rectocele, perineal pain and chronic pain. Concomitant products included clobetasol since august 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and lichen sclerosus (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("left and right sides of my abdomen"), nausea ("nausea") and anxiety ("anxious"). The patient was treated with metoclopramide (reglan), oxycodone hydrochloride;paracetamol (percocet) and surgery (surgery to remove the essure implant,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, lichen sclerosus and abdominal pain was resolving and the nausea and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, lichen sclerosus, nausea and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. At the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2016: gross description a. . The longer fallopian lube has multiple peritubular cysts up to 0.2 cm, and is inked black. Sections of each fallopian tube at the non fimbriated end reveal tan rubbery fibrotic surfaces and within each lumen is a silver-colored essure coil, each 1.8 x 0.1 cm.. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, lichen sclerosis. Concerning the injuries reported in this case, the following one was described in patient¿s social media: anxiety and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and social media received. Events added: nausea and anxious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("auto immune disorder") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.